Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: thirty events were reported for this quarter. Product return status: thirty-six devices were received for evaluation. One device was available for evaluation but has not yet been received. One device was not available to stryker for evaluation. Evaluation status: two device evaluations are in progress. Thirty-three events were confirmed during testing. Twenty-three devices were found to be affected by trigger damage. Ten devices were found to be affected by trigger corrosion. One event was not confirmed during testing; however, failures unrelated to the reported event were detected. Product disposition: 34 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 38 malfunction events in which the device trigger was sticking leading to run-on. Thirty six events had no patient involvement; no patient impact. One event had no known patient involvement or patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 38 total events were initially reported; however. - 1 event that was previously reported was identified as a duplicate event. - 37 events were reported for this catalog number/device code combination for the reporting quarter.   Product return status 36 devices were received. 1 device was not available for evaluation.   Evaluation status 33 reported events were confirmed during testing. - 10 devices were found to be affected by internal corrosion. - 23 devices were found to be affected by mechanical damage. 3 reported events were not confirmed during testing; however: - 1 device was found to be affected by internal corrosion. - 1 device was found to be affected by a damaged handle. - 1 device was found to be affected by a damaged trigger. Additional information 37 devices were not labeled for single-use. 37 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device trigger was sticking leading to run-on. 35 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 1 device was available for evaluation but has not yet been received. Evaluation status: 2 reported events were confirmed during testing. 2 devices were found to be affected by a damaged trigger. 3 devices are not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 38 </noe> malfunction events in which the device trigger was sticking leading to run-on. 36 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.